Event description:
Tourniquet machine failure in the middle of the procedure. The tourniquet was determined still inflated and all tubing connections checked and found not to be the problem. Surgeon stated not to turn off the machine or to switch out. No injury to patient.